Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d4, d9, g1, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified the device has been cycled 2 times and there were no sutures or anchors returned with the device. The needle tip has fractured and was not returned with the device. Fracture analysis has been previously analyzed in where bending overload was identified as the mode of failure. The black push button does cycle with no issues. A photograph was provided which identified the fractured needle, the suture lines, and one undeployed anchor that were not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event of needle fracture is confirmed via product evaluation; however, anchor pull out could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported that during surgery that the device tip fractured. There was no harm, injury, surgical/medical intervention to patient and no record of a delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: india. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.